Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description - defective IV catheter. Detailed inquiry description - 20 gauge IV catheter was given to sales rep due to defective IV "coating" or "film" on the catheter. Appears that a coating/film is coming off of or gathering on the IV catheter. Unknown if the IV catheter is is2 single or is2 multi as this facility is still phasing out is2 single.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample of a used introcan safety 2 without packaging was submitted to the manufacturer for evaluation. The cannula hub and the protective cap were not returned together with the returned sample. Through visual examination, no abnormalities were observed on the capillary surface. This product is assembled on an automated assembly machine and there is a siliconization process which helps to facilitate smooth capillary insertion process. As the lot number was unknown, the process cards could not be reviewed. Based on the investigation, the sample was considered within specification and no deviation/abnormality was observed. The reported defect could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.